Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the light guide post was missing, the scope was received without it, there were scratches on the objective frame, breakage on the distal end, and a broken lens in the optical . The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, when looking through the telescope "ultra" scratches could be seen, and it looked like there was a chip on the inside. The piece on the side where the fiber optic attaches was missing. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation the root cause could not be identified; however, it is likely that excessive use led to the malfunction. Olympus will continue to monitor field performance for this device.